Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered right breast implant rupture and bilateral cysts, post-operatively. Cysts were identified via ultrasound. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9395598 sn: (B)(4) and (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9395598 sn: (B)(4). This medwatch form is for the left breast prosthesis.